Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The patient stated that she went ¿vigorously¿ swimming on ¿saturday¿ and had not felt stimulation since. The patient saw the lightning bolt so she knew it was on. The patient felt stimulation before in her toe, which at times was painful. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation in the patient's toe was very uncomfortable. The patient was urinating more often again.